Event description:
The patient¿s father reported that they began experiencing difficulties maintaining controlled blood glucose levels after the patient contracted a mouth infection at school and subsequently began treatment with medications, including steroids and antibiotics. He stated that from that point forward, the patient¿s glucose levels became unstable and increasingly difficult to manage while using the omnipod system. The father reported that on one occasion in mid-december (exact date unavailable), the patient¿s glucose level was reading above 400 mg/dl on the continuous glucose monitor. Emergency medical services were called, and upon arrival, the patient¿s blood glucose measured 565 mg/dl. The patient was transported to the emergency room (ER) for treatment. The father stated the diagnosis was hyperglycemia. The symptoms experienced at the time of the event were not specified beyond the father stating that the patient ¿felt sick.¿ information regarding the length of the ER visit and treatment provided was not provided. No further information was provided despite multiple good-faith efforts for additional details.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia and ER visit. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Operating system: bp2a.250605.031.a3.s921usqs4cyk2. Hardware: sm-s921u. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.